Manufacturer narrative:
Additional information: h6 and h10. The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3 event date: it was reported that the patient was admitted to the hospital during the last week of july. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced breathing issue, further described as "could not breathe". The cause was not reported. The patient was admitted to the hospital. Treatment was not reported. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.